Event description:
A malfunction alarm was reported, displaying malfunction code malf 0 and fault ID 0-0x2455. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.